Event description:
A physician reported that two yukon set screws migrated approximately two-months after implantation. The patient has been revised. This report captures the second of two set screws.

Manufacturer narrative:
Device evaluation was not possible because the device was not returned. A review of the device history records and of complaint history could not be performed without a valid lot number. The root cause could not be determined due to a lack of information and device not being returned. Potential root causes include: patient fall, high activity level of patient, set screw loosely tightened during the initial surgery.

Manufacturer narrative:
Hospital retained the device.

Event description:
A physician reported that two yukon set screws migrated approximately two-months after implantation. The patient has been revised. This report captures the second of two set screws.